Event description:
Boston scientific received information that this device system displayed a shock impedance measurement of zero ohms. All other shock impedance measurements were within acceptable limits, and electromagnetic interference (emi) was suspected to be the cause. Additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.